Manufacturer narrative:
Date of event is estimated. An event of lead revision was reported to abbott. Both leads were explanted and replaced due to lead migration. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02121. It was reported the patient experienced ineffective therapy. X-ray confirmed the leads migrated. As a result, surgical intervention occurred wherein the leads were explanted and replaced, addressing the issue.